Event description:
It was reported that the device was explanted after implant duration of zero days, due to severe calcification of the leaflets and annulus. No further details were provided.

Manufacturer narrative:
Device not returned.